Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received on 2016-oct-11. The pump was returned for analysis by an unknown source.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal dilaudid, clonidine, and bupivacaine. The indications for use were non-malignant pain and chronic low back pain. The clinic nurse reported a volume discrepancy of 5 ml during last refill on (B)(6) 2016. The patient has been referred for pump replacement in addition because of upcoming eri (electronic replacement indicator). The patient had no scheduled, known surgery date at this time. Surgical intervention was planned. The issue was not resolved. The patient's status was "alive - no injury."

Manufacturer narrative:
Analysis found the pump to be over-infusing due to an undetermined root cause.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.